Manufacturer narrative:
Concomitant products: 6943-65 lead, implanted: (B)(6) 2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were thirteen at/af (atrial tachycardia/atrial fibrillation) episodes caused by atrial oversensing. The oversensing appears to be noise. The atrial lead remains in use and the clinic is going to monitor the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.